Manufacturer narrative:
H11 additional manufacturing narrative - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as not being very tortuous. It was reported that 'there were no problems with the stent implantation itself, but when the delivery wire was being retrieved, resistance was encountered and an attempt was made to re-sheath using the microcatheter. However, the microcatheter did not advance and the attempt was abandoned. The delivery wire and microcatheter were pushed and pulled, then the delivery wire was successfully retrieved. However, the stent was slightly migrated from the target site, and the coil inside the aneurysm was slightly migrated, creating space in the neck. Therefore, the coil was re-implanted with the transcell technique to cover the neck'. The coil re-implantation is considered medical intervention. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to the reported events: 'implant migration' and 'sdw stuck in stent'.

Event description:
It was reported that during vertebral artery (va) dissection procedure, the operator placed a coil and deployed and implanted the subject stent. There were no problems with the subject stent implantation itself, but when the delivery wire was being retrieved, resistance was encountered, and an attempt was made to resheath using a microcatheter. However, the microcatheter did not advance and the attempt was abandoned. The delivery wire and the microcatheter were pushed and pulled, then the delivery wire was successfully retrieved. However, the subject stent slightly migrated from the target site, and the coil inside the aneurysm slightly migrated as well, creating space in the neck. Therefore, the coil was re-implanted to cover the neck of the aneurysm. After that, there was no bleeding or infarction, so the procedure was completed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: additional information received 24 mar 2025 clarified that the coil was re-implanted as a medical intervention due to reported issue with the subject device.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as not being very tortuous. It was reported that 'there were no problems with the stent implantation itself, but when the delivery wire was being retrieved, resistance was encountered and an attempt was made to re-sheath using the microcatheter. However, the microcatheter did not advance and the attempt was abandoned. The delivery wire and microcatheter were pushed and pulled, then the delivery wire was successfully retrieved. However, the stent was slightly migrated from the target site, and the coil inside the aneurysm was slightly migrated, creating space in the neck. Therefore, the coil was re-implanted to cover the neck'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to the reported events: 'implant migration' and 'sdw stuck in stent'.

Event description:
It was reported that during vertebral artery (va) dissection procedure, the operator placed a coil and deployed and implanted the subject stent. There were no problems with the subject stent implantation itself, but when the delivery wire was being retrieved, resistance was encountered, and an attempt was made to resheath using a microcatheter. However, the microcatheter did not advance and the attempt was abandoned. The delivery wire and the microcatheter were pushed and pulled, then the delivery wire was successfully retrieved. However, the subject stent slightly migrated from the target site, and the coil inside the aneurysm slightly migrated as well, creating space in the neck. Therefore, the coil was re-implanted to cover the neck of the aneurysm. After that, there was no bleeding or infarction, so the procedure was completed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: additional information received 24 mar 2025 clarified that the coil was re-implanted as a medical intervention due to reported issue with the subject device.

Event description:
It was reported that during vertebral artery (va) dissection procedure, the operator placed a coil and deployed and implanted the subject stent. There were no problems with the subject stent implantation itself, but when the delivery wire was being retrieved, resistance was encountered, and an attempt was made to resheath using a microcatheter. However, the microcatheter did not advance and the attempt was abandoned. The delivery wire and the microcatheter were pushed and pulled, then the delivery wire was successfully retrieved. However, the subject stent slightly migrated from the target site, and the coil inside the aneurysm slightly migrated as well, creating space in the neck. Therefore, the coil was re-implanted to cover the neck of the aneurysm. After that, there was no bleeding or infarction, so the procedure was completed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.